Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2020-32341. It was reported that, during an ipg replacement procedure (related manufacturer reference number: 1627487-2020-30482) on (B)(6) 2020, it was discovered that the patient's leads had migrated. As a result, the leads were re-positioned. Surgical intervention resolved the issue.